Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to pt). Product problem(s): "system shut down during the case" (loss of power). A customer reported the system shutdown during the case. There was no system messages received. The system acted as if there was a power failure. No additional info has been received. No pt impact was reported.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unknown at this time. A review of complaints and service request for the last 24 months indicated one add'l, related report for this system. An internal investigation has been opened to address the issue reported. A corrective action has been initiated. (B)(4).